Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of the right ventricular (rv) lead on the right atrial (ra) channel. Pacing inhibition was observed but no patient symptoms were reported. The physician reprogrammed the ra lead sensitivity and performed a successful commanded shock. The physician will continue to monitor the system. The make of the rv lead is unknown. This crt-d remain in service.